Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty patient board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer's report was confirmed. Additionally the inspection found the following issues; a crack on front panel housing, the power switch was out of date, and the software was out of date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a loose connector connection and the camera picture was not clear. The issue was found during preparation for use for a esophagogastroduodenoscopy (egd). A similar device was used to complete the procedure and there was no delay or impact to patient. There were no reports of patient harm. The device was returned to olympus and inspected. During inspection no image was identified. This report is being submitted for the no image, due to a faulty circuit board, found during device evaluation.